Event description:
It was reported that the preloaded intraocular lens (iol) was explanted. Account indicated that the patient complained of blurred vision and halo and glare that worsened during the night, even with correction. The patient also presented a residual refraction of +0.25 -0.75 110 degree. The iol was explanted and no additional medical intervention were performed. After the explant, the patient reported improvement in halos and glare. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.